Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was attempted to be implanted during a spaceoar vue placement procedure performed (B)(6) 2021. The procedure was performed under general anesthesia. Post sedation, the needle of the vented vial adaptor bent during puncture of the vial. The procedure was cancelled/rescheduled. There were no patient complication reported as a result of this event.